Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G3: date received by manufacturer - additional. H2: additional information - correction. H6: type of investigation ¿ correction - reported incorrectly on initial. H6: investigation findings - correction - reported incorrectly on initial.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.